Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument had a broken wire. The procedure and the patient outcomes are not applicable. Isi followed up with the initial reporter and obtained the following additional information: the instrument was found defective during the inspection (prior to use). No further information was provided.